Manufacturer narrative:
The guidewire was returned for evaluation broken into two segments. Cross analysis of the break points indicated that the failure of the guidewire occurred due to torsional overload.guidewire separation.(B)(4).

Event description:
Treatment of a fistula. During the procedure, it was reported that the mirage guidewire fractured inside the marathon catheter and the entire system was retrieved from the patient.no injury was reported with the patient as a result of the procedure.